Manufacturer narrative:
The case description states that the user received three unexpected boluses: 1.65u at 10:09 am, 8u at 10:15 am, and 9.2u at 10:26 am. The physical controller was not received for investigation. The android log files from the complaint controller were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files confirmed three boluses were delivered on the date of occurrence at the reported times. Inspection of the engineering log files for the reported boluses showed evidence of interaction with the controller in order to start the bolus calculator, program the boluses, confirm the bolus amounts, and begin bolus delivery. No evidence of an uncommanded bolus was observed in the logs.

Event description:
It was reported the personal diabetes manager (pdm) op5 app gave too many boluses incorrectly by itself. The patient reported that they ate breakfast and was 112 mg/dl before going to school and bolused for 80g of carbs - 6.65 units of bolus then at 10:09 am customer's blood glucose (bg) levels started dropping to 96 mg/dl and microbolus of 1.65 units; at 10:15 am - 8 units of microbolus given, the school nurse gave a package of 18g carbs, 10 g of carbs and apple juice then once the patient was at home they ate some food without bolus.

Manufacturer narrative:
In the initial MDR the log files for investigation were uploaded and added to h11 correctly. Adding b01 code for type of investigation and h3- device evaluated by mfg, was changed from no to yes.